Manufacturer narrative:
A ge oec service rep investigated the issue and found and removed a broken screw from inside the tube cover. The system was tested and found to be functioning as intended. The system was released to the customer for use. There was no pt info released from the facility with respect to this issue. There were no injuries or negative effects reported.

Event description:
The ge oec 6800 miniview fluoroscopy system had an artifact on images. Also, rattling noise from tube.